Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04420. It was reported, the patient was experiencing uncomfortable heating while recharging the ipg using the charging system. The patient reported, the heat lasted 30 minutes after charging. It was also reported, the patient noticed a red mark on his skin after charging which was present for 2-3 days. The patient reported, he had used the charging pouch and tried to add additional space between the antenna and the skin. A replacement charging system was sent to the patient.